Event description:
A philips sales development mgr reported an incident involving the inability of the percunav image guided demo system to register target lesion.

Manufacturer narrative:
Philips healthcare has been informed by a supplier that certain percunav tool connection units may contain an electronic component that does not meet specification, which could cause registration difficulties and/or inaccurate instrument tracking. A field correction was reported to FDA on (B)(4).